Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling shaky, confused and was unable to self-treat, customer had contact with a healthcare professional who provided food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling shaky, confused and was unable to self-treat, customer had contact with a healthcare professional who provided food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating paired state: sensor works in this state all 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.